Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited bending section cannot be controlled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. There were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported the returned device found that the bending section cannot be controlled during evaluation; however, per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.